Event description:
It was reported that air was noted in the i.v. Set. There was no resultant pt complication.

Manufacturer narrative:
The set was not returned to the manufacturer for evaluation, however,two issues have been identified that may have contributed to this issue. The first issue was insufficient solvent applied at the adaptor to the "pvc" tubing engagement during the manufacturing process. The second issue was a dimensional fit between the adaptor and the tubing. The following corrective issues were implemented to adress these issues: all employees have been made aware ofthis issue and have been retrained accordingly. Manufacturing has implemented a leak test to this engagement. A new tubing adaptor that will provide more interference with the tubing. This report was filled out by the manufacturer.